Manufacturer narrative:
Correction: section e has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the ins no longer works and doesn't know what year this started happening but says it was more than 5 years ago. Pt says they had gone to their healthcare provider (hcp) office and saw a rep there, because it "was cutting in and out, it would stimulate sometimes and not other times, and one of the reps checked pt when pt was there and rep said it was fine but it just kept doing it so I put up with it". Pt doesn't know what year this was or what the reps name was. Advised that pt has passed the 9 year eos date for ins, and to follow up with hcp. Pt says they have an upcoming appointment and will call hcp to make sure they are planning on having a rep there. Patient called back and is at the hcp office, and said a rep was supposed to be there but isn't. Pt said they were never told that the ins has a 9 year battery life. Pt then mentioned that years ago they were noticing that "it would go on and off, and they looked at it at the doctors office but never could do anything about it". Pt says hcp has tried to reach out to the rep but can't get them to call back. Pt then put the front desk person on the phone, and agent then warm transferred them to nas to have a rep paged.